Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. The user's parents mentioned that the child only responded to loud sounds. Further steps are currently unknown.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Hearing performance with the device was affected. The user's parents mentioned that the child only responded to loud sounds. Further steps are currently unknown.